Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The field service engineer (fse) confirmed the reported issue. The customer was provided the part number for battery replacement however; no additional information has been provided regarding resolution and/or disposition of the reported issue.

Event description:
The customer reported the battery will not charge and will not operate on battery power. There was no patient involvement.